Manufacturer narrative:
The t:slim x2 basal iq user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was hospitalized due to experiencing a low blood glucose (bg) level of 10 mg/dl. Reportedly, the customer performed the load fill tubing sequence while connected at the infusion set site. Reportedly customer administered manual injections in an attempt to resolve low bg. Customer was treated with intravenous fluids while at the hospital. Customer was released the same date with the issue resolved and no permanent damage.